Event description:
It was reported that a user experienced low blood glucose following meal announcements that delivered higher than expected doses, with meal doses increasing over time, and additionally reported a touchscreen that intermittently did not respond to touch. Symptoms included a blood glucose low to 50 mg/dl with associated frustration and fatigue. Outcomes included correction with carbohydrates without medical intervention or assistance. Investigation included complaint handling, troubleshooting, and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that a device problem could not be confirmed and the relationship between the device and the hypoglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.